Manufacturer narrative:
The analysis results pertaining to the catheter were previously reported in manufacturer report #3004209178-2015-05126. Analysis of the catheter revealed coring in the seal of the sutureless connector. There was slight damage seen on the retaining fingers. Leaking was observed in the sutureless connector area during pressure testing.

Event description:
It was reported that a catheter occlusion at the pump connector occurred. On the date of this report, a pump replacement was performed. Once the new pump was connected, the healthcare provider (hcp) could not push fluid or aspirate. He noted a leak around the sutureless (sc) pump connection. When the old connector was removed, there was spontaneous cerebrospinal fluid (csf) flow from the catheter. The sutureless connector (sc) was replaced and 1cm of the catheter was removed. The hcp was able easily aspirate when the new sc connector was added. There were no patient symptoms or complications associated with this event. The patient status at the time of this report was indicated to be "alive-no injury". As of (B)(6) 2015, the patient was receiving effective therapy. The device system was used to deliver dilaudid 10mg/ml at 3.3mg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).